Manufacturer narrative:
Product analysis: visually, the tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 1/4¿ in length. The break occurred at the first proximal tooth valley. The inner and outer assembly were deformed in such a way that indicates the inner blade teeth impacted the outer teeth which resulted in the observed break. The failure mode in the complaint samples could not be reproduced using non-complaint samples. The areas of the device that are in question are supplied material components. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis results pending completion of evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that during a right side endoscopic maxillectomy and submucosal resection, a bur "was stuck inside the handpiece and the only way to remove it was to break the shaft of it near the hub"; pliers were used to remove it from the handpiece. With the second bur, "the inner rotating blade broke" and fell in the patient's sinus. Graspers were used to retrieve the piece that fell; there was no patient impact.